Event description:
It was reported that during an arthroscopic hip procedure and labralock repair the physician was using a multivac 50 xl arthrowand. The physician made one motion around the patients labrum with the wand and it was reported that the face of the wand peeled back. A new multivac 50 xl arthrowand was retrieved and was used for approximately one minute when the doctor visualized in the scope that a piece of one of the suction lumens was missing. It is unknown if the missing suction lumen was left in the patient. The procedure was completed using a competitors product. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00452. Evaluation summary: a review of the device history record identified one non-conformance associated with this device lot. The non-conformance identified was unrelated to this event.